Event description:
It was reported that during a posterior lumbar fusion procedure, the drill heated up. The account had a back up on hand to complete the procedure with no delay. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. A follow up report will be filed if the product is received and the investigation details require.